Event description:
It was reported that: after intubation, the dr inserted a nasogastric tube and applied suction to it during ventilation. At that time, the anesthesia machine displayed negative pressure and sub atmospheric pressure and the machine stopped ventilating. The user attempted to switch to manual mode, but was not able to ventilate the pt. An ambu bag was then applied.